Event description:
(B)(4).

Manufacturer narrative:
The user facility reported that prior to transferring the patient from the neuro chair to a bed, the neuro chair moved and the patient fell between the neuro chair and the bed hitting their head on the floor. The facility has not responded to our requests for additional information on the status of the patient. The neuro chair is not under steris service contract and is maintained by the hospital's biomedical department. Reportedly, the chair has been repaired by hospital biomedical and returned to service. The user facility reported difficulty in locking the brake pedals, however, continued to use the chair in patient procedures. It could not be confirmed the age of the chair nor that routine preventative maintenance has been performed. Requests for further information regarding this event have not been fulfilled by the user facility. Accordingly, steris is unable to report further information about the reported event.